Event description:
It was reported that unspecified bd infusion set had backflow the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. In the infusion center a nurse commented that she had a backflow issue ¿not long ago¿ where a secondary medication flowed up into the primary set. She saw bubbles indicating flow in the secondary drip chamber and stated the secondary was ¿pouring out¿ and up into the primary set as she saw the primary drip chamber filling up. She said she caught this before ever attaching the tubing to the patient. She discarded the tubing and had no further information on the occurrence.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.